Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("strange feelings / pain in the right abdomen and flank, then on the left side as well") and genital haemorrhage ("on the gynecological examination scanty bleeding occurred from canal, she did not have menses at the time") in a (B)(6) -year-old female patient who had essure (batch no. B27985) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, parity 4 (she has four children, born in (B)(6)), nickel sensitivity (since childhood) and iron deficiency anemia (since childhood). Previously administered products included for stiff-person syndrome: rivatril and baklofen; for an unreported indication: mini-pill. Concurrent conditions included stiff person syndrome and jc virus infection (as risk factor for an autoimmune disease). In 2013, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("menorrhagia lasted for 1-2 weeks"), vaginal haemorrhage ("spotting") and cyst ("cysts"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adenomyosis ("posterior wall of the uterus is thick which is fitting to adenomyosis"), abdominal discomfort ("strange feelings / pain in the right abdomen"), abdominal pain lower ("cramps"), gynaecological examination abnormal ("gynecological problems"), localised oedema ("edema on lower abdomen"), gastrointestinal disorder ("bowel symptoms"), alopecia ("loss of hair"), fatigue ("tiredness, exhaustion"), thinking abnormal ("strange thoughts") and vitamin b12 deficiency ("vitamin b12 deficiency"). The patient was treated with cyanocobalamin (vitamin b12), iron preparations and will be treat with surgery (removal of uterus, uterine tubes and essure (this will take place within 4 months)). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, genital haemorrhage, adenomyosis, menorrhagia, vaginal haemorrhage, abdominal discomfort, gynaecological examination abnormal, cyst, localised oedema, gastrointestinal disorder, alopecia, fatigue, thinking abnormal and vitamin b12 deficiency outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, adenomyosis, alopecia, cyst, fatigue, gastrointestinal disorder, genital haemorrhage, gynaecological examination abnormal, localised oedema, menorrhagia, thinking abnormal, vaginal haemorrhage and vitamin b12 deficiency to be related to essure. The reporter commented: cramps decreased when she switched to gluten free diet. She also informed that the nickel allergy was never verified by the tests but she has noticed by herself. She has been taking iron supplements from time to time due to the iron deficiency anemia, and that the b12 vitamin deficiency was diagnosed in connection to neurological examinations. Initially, consumer stated that she would like essure to be removed in order to find explanation to her symptoms and if the symptom are due to underlying neurological disease (stiff-person syndrome) or essure. Essure and uterine tubes have now been decided to be removed. Operation was initially planned on (B)(6) 2017 but it was postponed to (B)(6) 2017. In public health care sector the condition of her uterus remained unclear and thus, she visited a private gynecologist on (B)(6) 2017, there some gynecological problems were observed, an operation for removal of uterus and uterine tubes was suggested. Due to that she will now attend hospital on (B)(6) 2018 for re-assessment of the gynecological procedure. Diagnostic results: her hemoglobin value decreased to 50 when she was young. Due to that she received blood transfusion. Otherwise she was basically healthy at that time. On 2010 she was diagnosed with a neurological illness, stiff-person syndrome. Medication for this: nanogam infusion every 4 weeks. The treating physician is considering biological treatment. Due to this she had dental x-ray (bleeding gums) and thorax x-ray taken. She has difficulties at moving time to time. In 2015 endometrium sample was taken due to menorrhagia and spotting. At the same time cysts were detected. When she was on the gynecological examination scanty bleeding occurred from canal, she did not have menses at the time. Posterior wall of the uterus is thick which is fitting to adenomyosis and there is a clear area of lack of tissue at the point of three sections, which possibly gathers blood and causes bleeding. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1793 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 15-dec-2017: new events were added: genital haemorrhage and adenomyosis. Consumer reports pain in the right side of abdomen and flank and every now and then on the left side as well. The treatment plan for the abdominal pain is the removal of uterus in addition to removal of uterine tubes and essure implants, since the reporter resists hormonal treatments. The procedure is expected to take place within 4 months. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("strange feelings / pain in the right abdomen") in a (B)(6) female patient who had essure (batch no. B27985) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, parity 4 (she has four children, born in 1994, 2004, 2007 and 2009), nickel sensitivity (since childhood) and iron deficiency anemia (since childhood). Previously administered products included for stiff-person syndrome: rivatril and baklofen; for an unreported indication: mini-pill. Concurrent conditions included stiff person syndrome and jc virus infection (as risk factor for an autoimmune disease). In 2013, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("menorrhagia lasted for 1-2 weeks"), vaginal haemorrhage ("spotting") and cyst ("cysts"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("strange feelings / pain in the right abdomen"), abdominal pain lower ("cramps"), gynaecological examination abnormal ("gynecological problems "), localised oedema ("edema on lower abdomen"), gastrointestinal disorder ("bowel symptoms"), alopecia ("loss of hair"), fatigue ("tiredness, exhaustion"), thinking abnormal ("strange thoughts") and vitamin b12 deficiency ("vitamin b12 deficiency"). The patient was treated with cyanocobalamin (vitamin b12), iron preparations and surgery (essure and uterine tubes have been decided to be removed, postponed to (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, abdominal discomfort, gynaecological examination abnormal, cyst, localised oedema, gastrointestinal disorder, alopecia, fatigue, thinking abnormal and vitamin b12 deficiency outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, cyst, fatigue, gastrointestinal disorder, gynaecological examination abnormal, localised oedema, menorrhagia, thinking abnormal, vaginal haemorrhage and vitamin b12 deficiency to be related to essure. The reporter commented: cramps decreased when she switched to gluten free diet. She also informed that the nickel allergy was never verified by the tests but she has noticed by herself. She has been taking iron supplements from time to time due to the iron deficiency anemia, and that the b12 vitamin deficiency was diagnosed in connection to neurological examinations. Initially, consumer stated that she would like essure to be removed in order to find explanation to her symptoms and if the symptom are due to underlying neurological disease (stiff-person syndrome) or essure. Essure and uterine tubes have now been decided to be removed. Operation was initially planned on (B)(6) 2017 but it was postponed to (B)(6) 2017. In public health care sector the condition of her uterus remained unclear and thus, she visited a private gynecologist on (B)(6) 2017, there some gynecological problems were observed, an operation for removal of uterus and uterine tubes was suggested. Due to that she will now attend hospital on (B)(6) 2018 for re-assessment of the gynecological procedure. Diagnostic results: her hemoglobin value decreased to 50 when she was young. Due to that she received blood transfusion. Otherwise she was basically healthy at that time. On 2010 she was diagnosed with a neurological illness, stiff-person syndrome. Medication for this: nanogam infusion every 4 weeks. The treating physician is considering biological treatment. Due to this she had dental x-ray (bleeding gums) and thorax x-ray taken. She has difficulties at moving time to time. In 2015 endometrium sample was taken due to menorrhagia and spotting. At the same time cysts were detected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 11-dec-2017 for the following meddra pt: abdominal pain: n° 1783 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure and uterine tubes have been decided to be removed. Operation was initially planned on (B)(6) 2017 but it was postponed to (B)(6) 2017. In public health care sector the condition of her uterus remained unclear and thus, she visited a private gynecologist on (B)(6) 2017, there some gynecological problems observed, an operation for removal of uterus and uterine tubes was suggested. Due to that she will now attend hospital on (B)(6) 2018 for re-assessment of the gynecological procedure. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.